Event description:
It was reported that the interconnect cable of the 9600 system could not be plugged in as required to use the c-arm. Another system had to be used for the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired loose hardware. The system was tested and found to working as intended and placed back into service.